Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Additional information was received indicating a procedure was performed wherein a new system was implanted on the opposite side and chronic system deactivated. The physician plans to explant the deactivated competitor device and abandon the chronic lead at a later time. No adverse patient effects were reported.

Manufacturer narrative:
No further information has been provided to date. This report will be updated should additional information become available.

Event description:
Boston scientific received information that this right ventricular (rv) lead and competitor device exhibited low out-of-range pace impedance measurements; other measurements remained within normal limits. A procedure to upgrade the patient's system to a cardiac resynchronization therapy defibrillator (crt-d) will be performed in the near future at which time the physician plans to replace the rv lead. No adverse patient effects were reported.